Manufacturer narrative:
Examination was not possible as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1995. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july 2001.

Event description:
The patient was revised due to pain, caused by poly wear. Osteolysis was present.